Event description:
It was reported by the aci sales professional that a patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcium or peripheral vascular disease (pvd). Following the procedure, the physician who is trained to the mynx procedure, chose the device to close the femoral artery. The physician deployed the device and successfully delivered the sealant. It was reported that upon device removal, the physician encountered difficulty retracting the balloon through the advancer tube. However, the physician was able to remove the device. Hemostasis was successfully achieved with the mynx, but additional manual compression was held over the access site. It was also reported that the patient continued to bleed even after 12 hours, but was ambulated and discharged to home. Per the aci sales professional, the physician "made" the assessment that the balloon may have detached during the device removal and may have been left in the leg. On (B)(4) 2011, the aci sales professional confirmed that the patient was discharged the same day as the procedure and has now resumed normal activity. The bleeding was reported to be very insignificant that the patient did not require extended hospital stay. It was also reported that the physician prescribed aspirin and plavix (unknown how long). There was no report of patient complication or distal embolization.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1031408) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.